Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and tortuous proximal left anterior descending artery. A 2.0x12mm apex monorail balloon was being used for pre-dilatation. On the first inflation the physician attempted to inflate the balloon but was unsuccessful. The balloon was removed intact and confirmed that the balloon had ruptured. The procedure was completed with a different device. The patient status is listed as good with no complications. Reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
A visual and microscopic examination of the balloon identified no tears present. The returned device was connected to an encore inflation unit in an attempt to inflate liquid into the balloon and identify if any leaks were present. The inflation device was slowly pressurized to the nominal pressure. It was only possible to partially inflate the balloon due to solidified contrast media present and this was inadequate to detect a leak. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The device was immersed in hot water in an attempt to dissolve the contrast media that was present inside the device, however, all additional attempts to fully inflate the balloon failed. A recommended sized product mandrel was inserted through the lumen with no restriction noted. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/ procedural factors encountered during the procedure which limited the device performance.